Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that dislodged. It was noted that the patient could have twiddler¿s syndrome. The lead was explanted and replaced. The patient was stable.